Event description:
It was reported that device delivered inappropriate hv therapy for supraventricular tachycardia. Programming changes were made, and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.